Event description:
It was reported to boston scientific corporation, in 2006 that a maxforce high performance balloon dilatation catheter was used during a procedure (patient age,gender, & weight unknown) four days prior. According to the complainant, "this device was opened a week prior to original date, however due to the patient condition, the procedure was postponed. The next day, the procedure was performed. It was inflated the balloon at 3-3.5atms for 2 min. The balloon was inserted into scope and confirmed the position. After a while, it was attempted to re-inflate the balloon. However, the pressure wouldn't go up. When it was attempted to remove the balloon outside body to confirm if the balloon would inflate properly, the balloon was ruptured." The physician completed the procedure with another device (upn number and lot unknown). No patient complications were reported as a result of this issue and the patient was reported as "good" following the procedure.

Manufacturer narrative:
A visual analysis of the returned device confirmed the reported event. A visual evaluation of the device revealed a tear located approximately 10mm proximal from the tip, and measured approximately 4mm in length. However, the exact cause of this event cannot be determined. A review of the device history record for the pertinent lot was performed; no anomalies were noted.